Event description:
It was reported that a patient experienced supraventricular tachycardia and small effusion. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The versacross connect was in the body, attempting for transseptal puncture using intracardiac echocardiography (ice) and transesophageal echocardiogram (tee). The radio frequency was not used, when the patient's blood pressure dropped, rhythm changed, and a small effusion noted. The patient was treated with medications and the physician decided not to proceed with watchman procedure at this time. The patient was admitted for observation and is expected to fully recover. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.